Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer successfully resumed insulin deliveries without the need to change any of the pump supplies. There was no reported adverse impact to the customer's blood glucose level. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. Reportedly, the customer continued to use the pump for insulin therapy.